Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's drive manifold failed leak test for vacuum and pressure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the iabp unit. Upon initial inspection the unit was operating correctly without errors. During the pm procedure performed an all manifold test and verified after several attempts that drive manifold would consistently fail. Pim module and fill manifold would successfully complete testing without errors. The fse ordered a new drive manifold and installed into the unit. During installation of the new manifold the fse noticed that front cover plate was not inserted into the frame correctly, due to the recent coiled cable upgrade. This could have been the potential reason for failure. The fse decided to replace the drive manifold as a precaution. The unit then passed all functional testing.

Event description:
N/a.